Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿complications, do not reuse. Warning: if discomfort or any sign of trauma occurs, discontinue use immediately and consult your healthcare practitioner. All-in-one, single-use hydrophilic-coated silicone intermittent catheter, nelaton tip, optional no-touch insertion technique, sterile water inside foil packet, 4 eyelets for drainage, funnel end with uncoated grip area, not made with natural rubber latex. This intermittent catheter is a flexible tubular device that is inserted through the urethra by male, female and paediatric patients who need it to drain urine from the bladder. Precaution: please consult your healthcare practitioner before using this product if any of the following conditions are present: severed urethra, unexplained urethral bleeding, pronounced stricture, urethritis ¿ inflammation of the urethra, prostatitis ¿ inflammation of the prostate gland, epididymitis ¿ inflammation of the epididymis (testicle tube). Precaution: self-catheterization (catheterisation) should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Because catheterization (catheterisation) frequency varies by person, the recommended frequency of your catheterization (catheterisation) should be provided by your healthcare practitioner. For any other questions about your catheterization (catheterisation), please contact your healthcare practitioner. Instructions for use: the advance hydro soft hydrophilic catheter from hollister becomes slippery when wet. For added convenience, this catheter includes a packet of sterile water. Simply release the water from the foil packet as indicated below. Releasing the water. Follow these steps for best results: before opening the sealed catheter package, release the water. Fold the foil water packet in half by bringing up the end of the sealed catheter package. (For 25/40 cm length catheters, slide the catheter tip to the side of the foil packet before folding the packet in half.). Apply pressure to the foil packet to release the water (burst the packet). Suggested methods include: squeezing the folded packet between the thumb and forefinger of both hands. Placing the folded end of the package against a firm surface and pressing down with the heel of your hand or tapping gently with the flat of your fist. Ensure all water is released from the foil packet. Making the catheter wet: hold the catheter package at each end with the printed side up. Using a seesaw motion, tip the package up and down 6 times to wet the catheter. The seesaw movement is required so that the water transfers back and forth over the catheter to fully activate the hydrophilic coating. Using the catheter peel back the package to expose the funnel end of the catheter. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. Remove the catheter and use according to the advice given by your healthcare professional. Note: urethral catheter for urological use only".

Event description:
It was reported that the hydrogel catheter lacked lubricity.